Manufacturer narrative:
Concomitant medical products: 429888 lead implanted on (B)(6) 2019; dtma1q1 crt-d implanted on (B)(6) 2019 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible occasional atrial under-sensing was noted on some stored electrogram episodes which appeared to affect mode switch. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.